Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high compared to his normal results. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call. On (B)(6) 2012 at 7:30am, the patient alleged obtaining a reading of "268mg/dl" with his lfs meter. The patient reported that he normally tests 2-3 times a day and his typical results vary from "100-120mg/dl." The patient reported managing his diabetes with self adjusting regular insulin based on readings as well as a set dose of lantus insulin before bedtime. In response to the alleged high reading, the patient reported taking a lesser dose of regular insulin than normal, since he was not having any symptoms, he believe the meter to be reading inaccurately. The patient reported having breakfast as usual, and tested his blood sugar again after breakfast, however, could not recall the reading. On (B)(6) 2012 at approximately 12:00pm, the patient reported he was found "blacked out" on the floor of his home by his senior residence living staff. The patient reported the on staff registered nurse (rn) was called to assist the patient. At approximately 12:30pm, the patient reported, he was awake, but not alert, so the rn measured his blood glucose and the readings were "51 and 61 mg/dl" on his lfs device. The rn reportedly administered orange juice. The patient stated that the rn was familiar enough with the patient's diabetes, which she was able to stabilize the patient and emergency medical services (ems) was not called, nor was he transported to the hospital. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement and the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having testing supplies available. Replacement products were sent to the patient. The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter and test strips have passed testing with no faults found. Based on the information provided, this complaint is being reported because, the patient reportedly tested on the lfs device, obtained an inaccurate high reading, administered insulin accordingly, developed symptoms suggestive of severe hypoglycemia and required assistance from a healthcare professional.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.